Manufacturer narrative:
One non-sterile enterprise vrd and delivery was received in a plastic bag. The core wire presented no evidence of damage. The distal tip presented some bents at 5 mm, 4 cm and 6 cm from distal tip. The stent was deployed. The stent was inspected under microscope. It was observed that the stent was in good conditions. The functional analysis could not be performed due the stent was received deployed. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422610. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from (B)(4) on (B)(4) 2010. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The complaint reported by the customer as: "stent-inability to recapture" was confirmed due to the received condition of the stent. Functional analysis could not be performed according to (B)(4) since the stent was received deployed; therefore, the root cause of this failure cannot be determined. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00344 and 1058196-2010-00345. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Was reported that information from a clinical study reported that during a coil embolization of an unruptured internal carotid-posterior communicating artery (ic-pc) aneurysm the enterprise vrd could not be recaptured into the prowler select plus microcatheter. The devices were withdrawn from the patient as a unit. The procedure was completed successfully without adverse consequence to the patient using other devices. There was no calcification or vessel tortuosity. There is no information regarding the aneurysm characteristics or parent vessel. It is not known if the microcatheter was reshaped. There were no issues loading the enterprise system into the microcatheter. The introducer was fully seated and locked during introduction. A constant and dedicated flush was maintained through the system at all times. The stent was not past the recapture point and during the attempt to recapture the microcatheter was advanced over the stent. No damages were noted on the devices after removal. There is no additional information and procedural films are not available. One non-sterile enterprise vrd and delivery was received in a plastic bag. The core wire presented no evidence of damage. The distal tip presented some bents at 5 mm, 4cm and 6cm from distal tip. The stent was deployed. The stent was inspected under microscope. It was observed that the stent was in good condition. The functional analysis could not be performed since the stent was received deployed. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422610. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Because the stent of the returned device was deployed root cause of the reported inability to recapture the stent could not be determined. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The device history records review indicate that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00344 & 1058196-2010-00345.

Manufacturer narrative:
Lr packaging l/n # 01422610. Per (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422610. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00344 & 1058196-2010-00345. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00344 and 1058196-2010-00345. Additional information will be submitted within 30 days upon receipt.

Event description:
This complaint is from a (B)(4) clinical study, the procedure was coil embolization for an unruptured aneurysm in the (ic-pc) internal carotid-posterior communicating artery. When recapturing of the enterprise stent (enc452812), the stent could not be captured in the (mc) microcatheter (606s255x). The devices were withdrawn from the patient as one unit. The devices were replaced with other new products, and the procedure was completed successfully. There was no adverse consequence to the patient. During the procedure, the stent was not exposed passed the recapture point. During recapture, the microcatheter was advanced over the enterprise system/stent, and the same microcatheter was not used with the next product to complete the procedure. There were no issues loading the enterprise system, and the introducer was completely seated in the microcatheter hub. The y connector was closed to prevent movement of the introducer, and a constant and dedicated saline flush was maintained at all times. There was no calcification or tortuosity. A balloon remodeling was utilized during the procedure. The patient was in stable condition. After removal, other than the reported event, no other damages were noticed on the delivery systems (kink, bend, separated or fracture, etc), introducers or distal tip (unravel, stretched, kink, bend, fracture, separated, etc) or microcatheter. No further information was available.